Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# n524117005, implanted: (B)(6) 2015, partial explant:(B)(6) 2017. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 it was further reported that as of (B)(6) 2017 the patient had developed a hematoma and not a pump infection. However, on (B)(6) 2017 it was further reported that on (B)(6) 2017 ¿as there was an obvious sign of infection observed although any(B)(6) were not detected form the pump pocket¿ both pump and catheter were extracted. It is considered that the cause of the adverse event was that accumulation of liquid has started since the patient tumbled on the floor and the pump pocket was bruised. As the skin of the patient became thin and ¿the pump might be come out¿ and the pump was explanted at the beginning of (B)(6). A representative later noted that there was not any further information regarding the patient¿s thin skin in relation to the event. It was clarified that the pump did not protrude from the skin but rather there was the possibility of protruding so the physician ¿tried¿ to explant the pump and catheter to avoid it. There was report that there was a cutting of the catheter and not all the catheter was retrieved. During the spinal catheter removal, ¿when the fixing of anchor was come off and the catheter was extracted¿, there was a resistance and the catheter was fractured and the catheter could not be retrieved. According to the physician¿s observations, there was a possibility that the patient had a metal allergy; however, since it was unclear, the causal relationship between the pump and the adverse event was unknown. As later reported, the physician stated it was unknown whether the patient had an allergy so an allergy test may have not been performed. The causality of the cutting of the catheter was noted as not related to the pump or programmer but as unknown to the catheter and the surgical procedure. As reported, the physician intended to remove the whole catheter. The explant occurred on (B)(6) 2017. The devices would not be returned as the customer discarded them. The dosing duration was noted as ¿(B)(6) 2015~2017/(B)(6) stopped, (B)(6) 2017 ~ continuing¿. The outcome of the infection was noted as recovered as of (B)(6) 2017. The causality of ¿infection¿ was updated as not related to the drug, device/pump, or the surgical procedure. The cutting of the catheter was noted as recovered as of (B)(6) 2017, the date of occurrence. Initially reported, a pump implantation to the left side may be conducted again in the future. It was later reported that a pump implantation occurred again on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further, it was provided that per the reporter the classifications of the infection and cutting of the catheter were ¿serious¿. The date of outcome status of recovered of the cutting of the catheter should have been reported as (B)(6) 2017 rather than (B)(6) 2017 as previously reported. The causality of the catheter ¿disconnection¿ (referring to the catheter fracture and cutting of the catheter) was reported as unrelated to the investigational drug, pump, and programmer but unknown if related to the catheter and surgical procedure. The catheter fracture was now also reported that the catheter ruptured. It was now reported that likely the cause of the infection (previously reported as ¿adverse event¿) was the exudate that started to accumulate when the patient fell and hit the pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8781 lot# n524117005 serial# implanted: (B)(6) 2015 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(4) who received baclofen infusion which was noted as continuing. The patient was implanted on (B)(6) 2015 due to corpus collosum hypoplasia. Complications, medical history/side effects, and concomitant drug information was reported as unknown. On an unknown date, an infection occurred which was classified as ¿not serious¿. As of (B)(6) 2016 the patient visited the office for follow-up. As it was observed that the pump pocket was swelling and bleeding occurred inside the swelling site. There was 13ml of blood obtained ¿from there¿. The obtained blood was going to be examined since there was a suspicion of infection. A refill was not conducted this time. It was unclear if the cause of this event was a pump infection or not. The outcome of the adverse event was unrecovered. The causality was noted a related to the drug, unknown if related to the surgical procedure, and not related to the catheter, pump, or programmer. It was noted that the patient was receiving gabalon at 50 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s height was 162 cm and that the patient¿s weight was (B)(6). It was reported that there was pump skin erosion that occurred on (B)(6) 2017. The severity classification was reported as 3 (serious). It was reported that the event was recovered on (B)(6) 2017. It was further reported that although there was no infection (of the site), the patient had the pump site bruised and the state of the wound had then deteriorated since then. The wound was treated but it later deteriorated again and thus the pump had to be explanted. It was further reported that on (B)(6) 2017, the wound was swollen and the pump was more or less exposed. It was further reported that on (B)(6) 2016 the wound (where the pump was implanted) was swollen and it was punctured and that the patient was hospitalized. It was further reported that on (B)(6) 2016 the infection was denied but there was a hematoma and that drainage was performed for cleaning. It was reported that on (B)(6) 2016, the wound was treated and the patient was discharged from the hospital. The causality of the skin erosion event was reported as not related to the d rug, pump, catheter, programmer, or procedure. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the comment of ¿cutting of the catheter" that was reported in the past. The comment from the physician reported that it was a series of events ¿exposed pump.¿ no further complications were reported and/or anticipated.